Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal delivery. Customer's blood glucose level was 78 mg/dl. Customer reverted to manual insulin pens for insulin therapy.